Manufacturer narrative:
Nodule was discovered one month post treatment. Clinical has advised site to determine if the nodules are benign prior to moving forward with another treatment. It is unknown if the nodules are permanent. Cynosure is reporting this event out of an abundance of caution since patient experienced an unexpected side effect.

Event description:
It was reported that a patient developed a nodule on the arm following their second tattoo removal treatment using picosure.